Event description:
Customer reported receiving inaccurate erratic readings. In blood glucose tests, customer received readings of 93 mg/dl and 202 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.